Manufacturer narrative:
The insulin pump was received with no unexpected back light anomalies noted during our testing; the back light feature functioned properly. However, the insulin pump was also received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 138 mg/dl. The customer does not recall significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.